Event description:
It was reported that emergency medical services were called due to the customer experiencing an elevated blood glucose level of 1189 mg/dl. Subsequently, the customer was taken to the emergency room and admitted to the (ICU). The customer was treated through intravenous insulin and saline. Customer was released from the ICU on (B)(6) 2024 with no permanent damage. Reportedly, the cause of the reported issue was due to the battery not charging, and subsequently the pump shutdown. The customer reverted to an alternated method of insulin therapy.